Event description:
It was reported that the patient had a loss of stimulation/therapeutic effect. It was noted that the patient never had therapeutic effect. It was noted that actions required as a result of the event included explant. It was noted that the patient had 2 back surgeries since explanted spinal cord stimulation (scs) device. It was noted that the device was not helping with the pain so the patient had it explanted. It was noted that there were no patient symptoms or complication associated with the event. It was noted that it just didn¿t help with the pain and the patient needed to have back surgery so they had it explanted. It was noted that the device was not explanted due to needing an MRI. Additional information received reported that the device did not reduce pain. It was noted that the device was explanted ¿(B)(6) 2008.¿ it was noted that the patient outcome was recovered without sequelae. It was noted that the patient had become impatient with the device and did not like manually switching programs with different body positions.

Manufacturer narrative:
Product ID 389033, lot# j0461545v, implanted: 2005 (B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 748951, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 389033, lot# j0461545v, implanted: 2005 (B)(6); product type lead product ID 389033, lot# j0461545v, implanted: 2005 (B)(6); product type lead. (B)(4).